Event description:
It was reported that during a laparoscopic cholecystectomy, a teardrop-shaped clip was formed. A competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: results: jaws unable to open_open after assisted. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 12 clips as intended. The remaining clips were conforming according to our manufacturing specifications and then it locked out as intended. It could not be determined what may have caused the received condition of the device. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.